Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tapered screw-vent implant (tsvwb10) was returned for investigation. Visual evaluation of the as returned implant identified blood residue around the external threads due to usage but no apparent signs of malfunction.functional testing could not be performed for the reported failure/event (allergic reaction). Measurements were taken using cal3845 (due: sep 12,2022). The device was determined to be within specifications. Pre-existing condition noted on the per is 'moderate bone density ¿ type ii'. The reported device had been placed on tooth #36 (fdi) for approximately 2 days. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review: DHR review for the lot (1247211) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization records (op150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1247211) for similar events (complaint category keywords: allergic reaction) and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient conditions were unknown/nonverifiable

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported the implant was removed due to excessive allergic reaction. Patient went to emergencies were it was noticed and referred the allergic reaction to the implant. Patient felt pain and site presented inflammation and edema.